Manufacturer narrative:
Catalog number provided via additional information, 6466-6-010, is a device that is not cleared for sale in the u.s., and no similar device is commercially available in the u.s. An event regarding fracture of a hmrs anchorage stem component was reported. The event was confirmed. Method & results: device evaluation and results: the anchorage stem fractured into 3 pieces. Post fracture abrasion was observed on all fracture surfaces. Nothing could be learned of the fracture origin due to the post fracture abrasion; however, the fracture likely occurred in fatigue. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: clinician review of the medical records provided indicated a large segmental resection in childhood due to malignant bone tumor contributed to adverse conditions surviving into adulthood with overload developing in the area of later device fracture through gradual loss of bone support, unavoidable given the length of implantation time of 23-years and physiological bone remodeling reactions and as such should be considered a normal end of service life of the device. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other reported events for the lot. Conclusions: the mar indicated that the anchorage stem fractured into 3 pieces. Post fracture abrasion was observed on all fracture surfaces. Nothing could be learned of the fracture origin due to the post fracture abrasion; however, the fracture likely occurred in fatigue. No materials or manufacturing defects were observed on the surfaces examined. Clinician review of the medical records provided indicated a large segmental resection in childhood due to malignant bone tumor contributed to adverse conditions surviving into adulthood with overload developing in the area of later device fracture through gradual loss of bone support, unavoidable given the length of implantation time of 23-years and physiological bone remodeling reactions and as such should be considered a normal end of service life of the device. Nc (B)(4) was issued on 21-dec-2015 for the creation of risk documentation. No further investigation for this event is possible at this time.

Event description:
It is reported by the surgeon that the hmrs shaft broke on the tibial side.

Manufacturer narrative:
Catalog number is unknown at this time. Device description was reported as an unknown hmrs shaft. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It is reported by the surgeon that the hmrs shaft broke on the tibial side.